Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel bed frame. The customer reported that the unplugged bed was going to the sitting position by itself and requested service. The bed was returned to arjo service centre for inspection. No injury was claimed.

Manufacturer narrative:
Arjo became aware of the event involving citadel bed frame. The customer reported that the unplugged bed was going to the sitting position by itself and requested service. The bed was returned to arjo service centre for inspection. During the evaluation in the service center the problem reoccured. The service technician plugged the frame to the power supply and reset the e410 code visible on the control panel (code detected under e410 was confirmed to be e300-stucked button). According to the video evidence prepared by service technician the frame went to the chair position without touching any buttons after lowering the head side rail. The technician replaced all 4 damaged safety side panels (pivot pins and bearing plates were bent) the head safety side panels pad were cracked and exposed. The issue was solved by replacing the damaged safety side panel. The instruction for use for citadel bed (830.213-en rev.12) informs that patient controls, caregiver controls and attendant control panels should be checked weekly. The review of complaints and device inspection results indicate that the control panel button failure (stuck button) found during inspection might have led to the observed unexpected bed movement. The main factor that could lead to the button being stuck might be related to an excessive force applied to the control panel (originating from collisions with objects, such as door frames or from the bed being pressed against a different surface, such as a wall). This is consistent with the side rail condition that has bent in the plastic panel. In summary, the device was not used with the patient when the failure was noticed. The bed failed to meet its specification since the bed lowered unintended. This complaint is deemed reportable due to the unintended movement. No injury was reported.

Manufacturer narrative:
The investigation is still ongoing. Results will be provided in the final report.